Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inr: 2.5, lab: >18. Patient was coughing blood. Physician held the patient's coumadin dose and requested a retest the following day. On (B)(6) 2009 patient obtained a >18 inr at the hospital. Patient was hospitalized. Result is obtained. L2 issued replacement meter. No further action required from l2. Customer satisfied.